Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted on the instrument that the staple guide noted the presence of a full complement of staples. The green bar was not visible in the indicator window, and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The visual inspection of the anvil was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression, and the ring was received intact. The anvil was not bent. Functional testing found that the anvil was tilted. Microscopic inspection of the anvil mylar ring noted that it was crushed. It was reported that the anvil tilted prematurely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the anvil disengaged and bent. The reported issues were not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, when the anvil was inserted, the surgeon could not position the anvil to fire. The anvil was constantly falling and it could not stand upright for firing. It was noted that the anvil stuck down and bent. The anvil head fell off, and no component fell into the patient's cavity. Another circular stapler was used. There was no patient injury.